Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net transmission. The pulse generator exhibited far-r oversensing which caused multiple auto mode switch episodes. No intervention was performed. The patient would continue to be monitored.